Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an intra peritoneal on-lay mesh procedure on an unknown date and mesh was implanted. Shortly after the procedure, the patient developed eczema, with red dots all over the body. The patient was prescribed cortisone and antibiotics, however, the medications did not work. The surgeon opined the patient may have had an allergic reaction to the mesh, but is continuing to investigate and is also considering other factors as possible causes. Additional information has been requested.